Event description:
Note: event and procedure dates are unknown. It was reported to boston scientific corporation in 2006 that a cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used during a colonic dilatation procedure (patient gender, age and weight unknown). According to the complainant, during the procedure when the physician attempted to inflate the balloon to 5atm for two minutes, the balloon suddenly deflated. There were no patient complications reported as a result of this event. The procedure was successfully completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of this complaint could not be determined; however, balloon bursts can occur due to exceeding the rated inflation pressures for the particular balloon size, or from a sharp exterior source e.g. A calcified lesion, penetrating the device.